Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the infusion set cannula was not inserted in the skin properly on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.